Manufacturer narrative:
Visual inspection performed on 07 september 2018 by r&d product manager femoral stem shows an uncoated dot on the distal stem and on the shoulder's edge.

Manufacturer narrative:
Batch review performed on 24 july 2018. Lot 177170: (B)(4) items manufactured and released on 14 february 2018. Expiration date: 2023-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by packaging and washing manager on july 27, 2018: photos attached show the presence of an area darker than the other coated parts. During the final control, the operator, respecting the instruction control, has to control the homogeneity of the coated parts. No anomaly was found on this lot. From the pictures, the coating is clearly visible and the lighter area could be probably due to a thinner coating or the contact with another object. The pictures show blood spots on the stem surface and, the presence of a tong with a nozzle that could have caused the dent.

Event description:
A mark was noticed on the quadra broach when it was taken out of the sterile packaging. The surgeon did not want to implant this prosthesis into the patient. Another prosthesis was used to complete the surgery.

Manufacturer narrative:
Analysis received on october 10, 2018 by coating supplier. Batch record: lot 177170. No anomaly has been recorded on the working sheets. Since the percentage of this type of defect is very low, this episode can be considered as an occasional event. None other stem of the batch, and of the entire order, has been notified. The issue is not related to the coating supplier production process, but to a not correct handling of the device during production and to an improper final control. Since it is a manual procedure and carried out by person, this kind of issue are intrinsic of the process. Operators have been already sensitized about the issue.